Manufacturer narrative:
The customer requested a review of the event file. The event file from (B)(6) 2016 was reviewed by a philips clinician. The device was powered on into the monitor mode, and leads and pads were placed. Transcutaneous demand mode pacing was initiated at 5:36 elapsed time (et). At 6:58 et there is a ¿pacer stop¿ message with associated ¿pads off¿ and ¿leads off¿ messages. These messages coincide with the detachment of leads and pads by the users (as reported to philips) so that they could transfer the patient. The users reinitiated the monitoring and re-entered the pacing mode at 11:29 et, but the event file shows that the users did not press the ¿resume pacing¿ softkey. This action is required to restart pacing and therefore there was no device malfunction. The device remains at the customer site for use. This is a use issue where the customer failed to properly restart pacing by pressing the "resume pacing" soft key.

Event description:
It was reported to philips that during a patient event the device was being use to pace a patient. The customer disconnected the ECG and pads cables to transfer the patient. When the customer reconnected the cabling they were unable to resume pacing. The involved patient was transferred to hospital care. There was no additional information available on the patient condition.